Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt experienced significant mental and physical pain and suffering, has sustained permanent injury, has permanent and substantial physical deformity, and has undergone corrective surgery.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies the device currently addresses potential risks associated with surgically implantable materials. The instructions for use states in the adverse events section: " complications associated with the proper implantation of the uretex urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with overcorrection/ too much tension placed on the uretex implant mesh sling. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).